Event description:
A user facility returned the olympus, model urf-v3, uretero-reno videoscope to olympus for repair due to a report of an "angulation control lever issue." Upon inspection and testing of the returned device, it was found that the angulation became locked and did not disengage due to wire breakage. This report is submitted due to the locked angulation and unable to disengage. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that due to wire breakage, the angulation became locked. Additional evaluation findings are as follows: 1.) Defects of the insertion tube-non bending section; 2.)the rubber cover of the instrument channel port was noted floating or misaligned due to an impact such as drops and hits (handling problem); 3.)instrument channel blockage; 4.) Universal cord defects; 5.) Connector defects; 6.) Control body defects; 7.) Breakage of the image sensor; 8.) Light output did not meet olympus standards; 9.) Air/water leakage from the channel due to perforation; 10.) Fluid invasion from body control unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by inner metal corrosion due to fluid invasion. Although the root cause could not be determined, the scope¿s water-tightness destruction likely caused the locked angulation. This supplemental includes information added. Olympus will continue to monitor field performance for this device.